Manufacturer narrative:
Age at time of event - 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, the stent got lifted. The procedure was completed using a 2.75x22 non-bsc stent. No patient complications were reported.